Manufacturer narrative:
It was reported that the initialization of the venus probe failed. A getinge service technician was on site and the venous probe was re-taught to the cardiohelp unit. Unit passed all tests after service according to factories specifications. In order to address and investigate this malfunction in scope of complaints a corrective and preventive action (CAPA) was initiated. Within the CAPA it was determined that the surface specification of the venous probe holder was insufficient which could cause a failing initialization. As an corrective action, the specification of the reference surface will be changed, for which an engineering change request was initiated. Based on these results the reported failure " initialization of the venus probe failed" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
It was reported that the initialization of the venus probe failed. A getinge service technician was on site and the venous probe was re-taught to the cardiohelp unit. Unit passed all tests after service according to factories specifications. In order to address and investigate this malfunction in scope of complaints a corrective and preventive action (CAPA) was initiated. Within the CAPA it was determined that the surface specification of the venous probe holder was insufficient which could cause a failing initialization. As an corrective action, the specification of the reference surface will be changed, for which an engineering change request was initiated. Based on these results the reported failure " initialization of the venus probe failed" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reported that the initialization of the venous probe failed during patient treatment. The cardiohelp was replaced during use. Complaint ID: (B)(4).